Event description:
Reportable based on analysis completed in 2/2005. It was reported that during a coronary drug eluting stenting treatment procedure the hypotube fractured. The lesion being treated was located in the tortuous right coronary artery (rca). The vessel was pre dilated with maverick balloons. The physician attempted to cross the lesion with a taxus express2 3.0x16 mm drug eluting stent but was unable to cross. He took the stent delivery system out of the body, coiled it up and put it on the back table. The physician then went on to place another taxus express2 3.0x16mm drug eluting stent successfully at the target lesion. When he went to look at the taxus stent that would not cross he noticed that the hypotube was fractured. He belives it happened when they coiled it up, outside the body. There were no reported pt complications.